Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced low glucose alarms with freestyle librelink application. The reported issue was unable to be replicated as the reported configuration information of the customer was insufficient to conduct a comprehensive investigation with the freestyle librelink app. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The customer reported that their app failed to trigger when their glucose was low and as a result, the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat, requiring sweets and collagen from a third- party for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version and unknown app version. The customer reported that their app failed to trigger when their glucose was low and as a result, the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat, requiring sweets and collagen from a third- party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for missing low glucose alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of an operating system and app version, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.